Event description:
(B)(6). Same case as MDR #2134265-2011-02956. Same patient as MDR #2134265-2012-03897 and MDR #2134265-2012-03896. In (B)(6) 2008, the patient presented with unstable angina pectoris. The 75% stenosed, de-novo target lesion, with a reference vessel diameter of 3.50 mm and a length of 44.0 mm, was located in the proximal right coronary artery (rca). The target lesion was treated with pre-dilatation and deployment of a 3.00 x 24 mm taxus express 2 stent and a 3.50 x 20 mm taxus express 2 stent. Following post-dilatation, residual stenosis was 0%. Timi-3 remained unchanged throughout the procedure. The patient was discharged with no complications six days later on panaldine and anplag. In (B)(6) 2011, in-stent restenosis of the proximal rca was confirmed with no associated ischemic symptoms. The lesion was 75% stenosed with a reference vessel diameter of 3.50 mm and a length of 20.0 mm. The lesion was treated with balloon angioplasty resulting in 0% residual stenosis. Timi-3 remained unchanged throughout the procedure. The event was considered to be resolved and the patient was discharged six days later.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).